Event description:
Arjohuntleigh received a customer complaint where it was reported that during the patient transfer from the bed the hoist was pulled backwards, the nurse reported that either her heels caught in a cable, or the hoist ran over the cable, causing the hoist to jolt. The nurse reported that the hoist did not topple over, but this is slightly unclear. This caused the left hadn shoulder clip of the sling to become detached, and the patient fell out of the sling, causing a laceration to the head. There is a suggestion that the patient adopted a "fetal" position in the sling when this occurred, making it more likely for the clip to come off. The patient went to an a&e (accident and emergency) department but there was no indication of inpatient treatment.

Manufacturer narrative:
Please note that this product is not longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment (B)(4) and any medwatch reports were submitted under registration (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration under exemption (B)(4) on behalf of the importer arjohuntleigh inc ((B)(4)). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a user error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation. Imp ref #(B)(4).